Manufacturer narrative:
The device was retained by the user facility. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The cause of the reported event could not be determined at this time. If additional information becomes available or if the device is returned to olympus for evaluation, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, the sheath broke in the patient. It is unknown if the device fragment was retrieved or if the intended procedure was completed. There was no patient injury reported.